Manufacturer narrative:
Additional information received on 02-oct-2019 that the event occured during testing at our facility. The pump didn't fail with the patient.

Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with the top rear label removed and a worn downstream occlusion (dso) nub. During analysis, the customer's reported problem regarding double beep -no cassette attached was able to be duplicated. Simulated use testing was able to replicate the error without a disposable attached. The pump did alarm with a double beep upon power up without a disposable attached. Service will replace the dso to address the reported issue. It was not possible to download pump logs. Indications are the remote dose port was not working. Service will also replace remote dose port jack. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that, a smiths medical cadd legacy pump exhibited double beep for no cassette. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.